Event description:
It was reported via repair work order that the fowler was drifting down due to malfunction fowler motor clutch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: didn't have needed part.